Manufacturer narrative:
Added information: d9, h3, h6 and h10 the device was received for evaluation. Visual inspection showed the product contaminated. A leakage test on the dialysate and blood side were performed and no leakage was found. The reported condition was not verified. A potential cause of the condition could have been related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 140h, an external dialysate leak was observed from the header on the arterial side. There was no patient involvement. No additional information is available.